Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
The consumer reported to philips that the brush head snapped. No injuries were reported. A potential hazard was identified.